Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA medwatch form mw5088489 that a female patient of unknown age who underwent breast prostheses implantation for unknown indication with mentor siltex gel implants in 2010 or (B)(6) 2017 was diagnosed with papillary thyroid cancer, heavy metal toxicity, and black mold infection and breast implant illness. The patient experienced tinnitus, loss of hearing, fatigue, joint pain, chronic yeast infections and brain fog. It is unclear if the devices have been explanted. This medwatch is for the right breast implant.